Manufacturer narrative:
Additional manufacturing narrative: other, additional manufacturing narrative (if other): the returned sensor was evaluated. The sensor failed visual inspection as a broken rd15 connector was found. Due to the broken connector, continuity testing and functional testing could not be performed. The sensor was determined to be non-functional, therefore, was unable to be used for patient monitoring., corrected data:

Event description:
The customer reported that these devices are either not lighting at all, or intermittently losing signal. No patient incident reported, and will intermittently engage in monitoring.